Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, the pump time and date were incorrect. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose was 200 mg/dl.